Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke into pieces inside the patient. The target lesion was located in the uteropelvic junction. An expel¿ nephroureteral stent system with twist-loc¿ hub was selected for use. During procedure, the physician was attempting to establish an internal drainage from the uteropelvic junction to the bladder while maintaining external access to the stent; however, it was noted that one of the plastic component broke inside the patient. The detached components were slowly removed piece by piece. Furthermore, the physician was able to remove the complete system from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The devices were returned damaged at the middle section with the catheter and the flexible cannula found to be broken. Furthermore, a knot in the flexible cannula was noted. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter broke into pieces inside the patient. The target lesion was located in the uteropelvic junction. An expel¿ nephroureteral stent system with twist-loc¿ hub was selected for use. During procedure, the physician was attempting to establish an internal drainage from the uteropelvic junction to the bladder while maintaining external access to the stent; however, it was noted that one of the plastic component broke inside the patient. The detached components were slowly removed piece by piece. Furthermore, the physician was able to remove the complete system from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.